Event description:
The complaint received states that during use two coils stretched, deltapaq platinum microcoil 1.5 mm x 6 cm (dfs10015620 / g10805) and deltapaq platinum microcoil 2 mm x 6 cm (dfs100206-20 / g11959). This was a (B)(6) female treated for 8mm paraophthalmic wide neck aneurysm with stent/coiling. Enterprise stent 28mm placed through a prowler select plus. Echelon 10 advanced through stent to aneurysm with xpedion 14 wire. 8mm csp; 8mmsph; 2-7mm csp; 3-4mm csp; 1-4mm sph; 4x4.5 cashmere and 4x8 cashmere were all used, advanced and detached with no problems. Deltapaq 3x4 advanced and detached; 2x6 deltapaq advanced and almost all the way in physician stated coil would not advance forward or backward; he could see coil in aneurysm as he tried to remove coil he felt it stretch and he pulled out unit and removed. We bagged the unit for return. He took the xpedion wire and advanced into microcatheter into aneurysm making sure microcatheter was okay to use .he pulled the wire out and continued coiling advancing 4-2x3 deltapaqs without problem and detaching. The last coil was a deltapaq 1.5 x6 was advanced and kicked microcatheter out of aneurysm .he attempted to resheath coil but was unsuccessful and that coil was bagged for return as well. He tried to reaccess aneurysm but was unable and decided to stop procedure. Post angio films showed a good result of stent coil and patient woke up fine from anesthesia. Two coils are being returned as complaints 2x6 stretched and 1.5x 6 for resheathing problem. The echelon microcatheter will be returned with coils.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. This is report 2 of 2 for (B)(4). The complaint received states that during use two coils stretched, deltapaq platinum microcoil 1.5 mm x 6 cm (dfs10015620 / g10805) and deltapaq platinum microcoil 2 mm x 6 cm (dfs100206-20 / g11959). This was a (B)(6) female treated for 8mm paraophthalmic wide neck aneurysm with stent/coiling. Enterprise stent 28mm placed through a prowler select plus. Echelon 10 advanced through stent to aneurysm with xpedion 14 wire. 8mm csp; 8mmsph; 2-7mm csp; 3-4mm csp; 1-4mm sph; 4x4.5 cashmere and 4x8 cashmere were all used, advanced and detached with no problems. Deltapaq 3x4 advanced and detached; 2x6 deltapaq advanced and almost all the way in physician stated coil would not advance forward or backward; he could see coil in aneurysm as he tried to remove coil he felt it stretch and he pulled out unit and removed. We bagged the unit for return. He took the xpedion wire and advanced into microcatheter into aneurysm making sure microcatheter was okay to use .he pulled the wire out and continued coiling advancing 4-2x3 deltapaqs without problem and detaching. The last coil was a deltapaq 1.5 x6 was advanced and kicked microcatheter out of aneurysm .he attempted to resheath coil but was unsuccessful and that coil was bagged for return as well. He tried to reaccess aneurysm but was unable and decided to stop procedure. Post angio films showed a good result of stent coil and patient woke up fine from anesthesia. Two coils are being returned as complaints 2x6 stretched and 1.5x 6 for resheathing problem. The echelon microcatheter will be returned with coils. (B)(4). The coil was returned severed; stretched; and severely damaged. The device positioning unit (dpu) was resheathed multiple times with no problems encountered. Although the exact root cause of the resheathing difficulty cannot be determined; two contributing factors were found that may have produced difficulties. The most likely contributing first factor was when the resheathing tool was advanced over the proximal end of the green introducer. This location can cause the resheathing tool to become immobile or if retracted cause the sheath to split open and the dpu to protrude outside the sheath. Significant resistance was encountered during the retraction of the resheathing tool from the green introducer. For optimum product performance and to prevent potential complications; the IFU recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible. The less likely second contributing factor found was when the locking mechanism and/or the sheath fractured the v notch of the resheathing tool. When the sheath became embedded into the v notch this would have caused the sheath and the dpu to bind to together. This is normally associated with the initial desheathing process. However; depending on the circumstances and sequence of events; it is possible that significant resistance can occur in both advancement and retraction. For optimum product performance and to prevent complications; the instructions for use (IFU) recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ concerning the microcatheter kicking back out of location; two contributing factors may have caused this to occur. The first factor may have been resistance inside the microcatheter during coil advancement. However; the coil was returned severely damaged and stretched. In this condition the coil could not be tested inside the returned microcatheter to duplicate the event. Also; the microcatheter passed inspection and functionality testing. Any other interference inside the microcatheter besides the coil may have been loose debris. The second contributing factor may have been that the coil mass may have produced interference which would not allow this coil to completely enter the aneurysm. This may have caused the microcatheter to kick back. It was stated that the coil could not be advanced or retracted in the event description. For optimum product performance and to prevent potential complications; the instructions for use (IFU) has the following cautionary statements; ¿if unusual friction is still noticed during advancement or retraction of the microcoil system; verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists; withdraw and examine the delivery catheter system. If the micrus microcoil system becomes immobile in the infusion microcatheter; apply a gentle push pull motion to free it. If unsuccessful; remove both microcatheter and microcoil system together as a unit and replace with new devices. Do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. If repositioning of the microcoil is necessary; carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire; or if repositioning is difficult; the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter; a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm; the microcoil may be more easily funneled back into the microcatheter.¿the two complaint microcoils could not be fully placed inside the aneurysm. For optimum product performance and to prevent complications; the IFU recommends; ¿microcoil selection is at the discretion of the physician. The appropriate microcoil size should be chosen based upon pre embolization angiographic assessment of the diameter; height; and width of the aneurysm; as well as; the width of the aneurysm ostium. In most cases; the initial microcoil implanted should be a three dimensional spherical or complex shape. To minimize the potential of microcoil migration away from the aneurysm; the diameter of the first microcoil selected should not be less than the width of the aneurysm neck ostium. Subsequent implanted microcoils may either be spherical; complex; or helical in shape. The selected coils typically will be of decreasing size and the physician may continue to implant microcoils until he or she determines that the aneurysm has been successfully treated.¿ (B)(4). The coil was returned severely damaged. The most likely root cause of the coil becoming stuck and then stretching during removal was due to the coil becoming anchored inside the coil mass. The circumstances of how this occurred cannot be determined. The echelon 10 microcatheter passed inspection and functionality testing. Therefore; is highly unlikely that this microcatheter contributed to the complaint event. It was stated that the coil could not be advanced or retracted in the event description. For optimum product performance and to prevent potential complications; the instructions for use (IFU) has the following cautionary statements; ¿if unusual friction is still noticed during advancement or retraction of the microcoil system; verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists; withdraw and examine the delivery catheter system. If the micrus microcoil system becomes immobile in the infusion microcatheter; apply a gentle push pull motion to free it. If unsuccessful; remove both microcatheter and microcoil system together as a unit and replace with new devices. Do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. If repositioning of the microcoil is necessary; carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire; or if repositioning is difficult; the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter; a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm; the microcoil may be more easily funneled back into the microcatheter.¿the two complaint microcoils could not fully be placed inside the aneurysm. For optimum product performance and to prevent complications; the IFU recommends; ¿microcoil selection is at the discretion of the physician. The appropriate microcoil size should be chosen based upon pre embolization angiographic assessment of the diameter; height; and width of the aneurysm; as well as; the width of the aneurysm ostium. In most cases; the initial microcoil implanted should be a three dimensional spherical or complex shape. To minimize the potential of microcoil migration away from the aneurysm; the diameter of the first microcoil selected should not be less than the width of the aneurysm neck ostium. Subsequent implanted microcoils may either be spherical; complex; or helical in shape. The selected coils typically will be of decreasing size and the physician may continue to implant microcoils until he or she determines that the aneurysm has been successfully treated.¿ the complaint was confirmed on analysis. One hundred (100) % inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that vessel, target site and procedural issues may have contributed to the reported events and confirmed damage to the devices.